Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. The field service engineer (fse) came onsite to evaluate the unit and found it needed to be serviced for the power management board. The (fse) replaced the power management board which resolved the "alarm led" issue. The unit was tested and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The field service engineer replaced the power switch overlay to resolve the issue. The unit was tested and it was returned to service.

Manufacturer narrative:
G4:08mar2021. B4:13mar2021. It has been confirmed the unit was not on a patient providing therapy; it was being set up for use. There was no delay in therapy. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. 26feb2021.

Event description:
The customer reported alarm light emitting diode (led) failed when powering on the unit. The customer confirmed diagnostic error code "alarm (led) failed." The customer suspects the power switch overlay. The unit was in clinical use and there was no patient harm.